Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes "worsening" pacing and sensing thresholds. When the lead was disconnected from the pulse generator, good pacing and sensing thresholds were observed. A new generator was implanted with no further problems.